Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, to update section h3, to provide a correction in the h3 section, and to provide the completed investigation results. In the initial report it was reported that the device was not available in the h3 section. However the device was available and has been returned. One 8fr angio-seal vip device was returned for product evaluation. The carrier tube assembly and arteriotomy locator were returned along with the header bag. No other accessory components were returned. Visual inspection revealed that the anchor was fully exposed at the distal tip and there was no bypass tube present. The collagen at the distal tip appeared slightly swollen. There was no damage or deformation noted on the carrier tube assembly and anchor. The deployment sleeve of the carrier tube was in forward lock position. There was a kink noticed at the blood inlet holes of the locator. No other visual anomalies were noted. Since the bypass tube was not returned, no dimensional and functional testing were possible. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal poly-foil pouch was opened; the bypass tube was already detached from the carrier tube tip and the anchor was already exposed. It was unknown when the bypass tube got detached. The device had been stored on a level place. The bypass tube was left in the pouch. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. There was no health damage to the patient. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 8 mm. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.